Event description:
It was reported that during a low anterior resection the scalpel passed first pre-run test. After working several minutes, the scalpel was required to pre-run by the system again. The scalpel could not work uninterrupted. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: v9583m. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the footswitch. No unexpected ready to pre run issues were observed at any time during the testing. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The instrument was disassembled to inspect the internal components and the electrical traces of the hand control buttons were found to be damaged. This resulted in the hand control buttons being nonfunctional. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. If the device is activated across a clip, staple line, or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alert screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to how the electrical traces issue occurred. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.